Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hip revision due to unknown pain. The ceramic insert and the ceramic has been changed due to strange ceramic bearing. The head a black mark on the side. The soft tissue seems to have some kind of metallosis. The product was returned to depuy synthes for evaluation. Visual analysis revealed that the convex area of the delta cer head 12/14 32mm +5 had what appears to be uneven patterns of material transfer. However, this condition does not represent any device nonconformance. Where uneven patterns were observed, condition may had been caused by a foreign fragment or debris becoming trapped between the articulating surfaces of the ceramic liner an head. With information provided, it is not possible to know the source of the foreign fragment or debris. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 32mm +5 would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished good lot numbers 8165070, 8165072, 8165073, 8165074, 8165075 and 8165076, using the associated supplier lot number 7010989756. In this evaluation, no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished good lot numbers 8165070, 8165072, 8165073, 8165074, 8165075 and 8165076, using the associated supplier lot number 7010989756. In this evaluation, no non-conformances nor manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected : d4 primary UDI number, h6 medical device problem code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). As the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Hip revision due to unknown pain. The ceramic insert and the ceramic has been changed due to strange ceramic bearing. The head has a black mark on the side. The soft tissue seems to have some kind of metallosis. Doi: (B)(6) 2015 doe: 14/feb/2024 reason for revision surgery. --> problem with the ceramic bearing, pain.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed, since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed, as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.